Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the lead fractured. All impedances oor. The patient had an x-ray and impedance check done. Both leads were replaced. The issue has been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-mar-2025, UDI #: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-mar-2025, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.